Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I free t4 result for one patient that was reported out of the laboratory. The following data was provided (customer provided normal values: 9.01 to 19.05 pmol/l): on (B)(6) 2025, sid (B)(6): initial result = 64.30 pmol/l, repeat = 15.91 pmol/l. The patient has a history of their thyroid being removed and is taking levothyroxine. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module serial number (B)(6) and replaced the pm sensor, assy, which resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the pm sensor, assy did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the pm sensor, assy was identified.

Event description:
The customer reported a falsely elevated alinity I free t4 result for one patient that was reported out of the laboratory. The following data was provided (customer provided normal values: 9.01 to 19.05 pmol/l): (B)(6) 2025, sid (B)(6): initial result = 64.30 pmol/l, repeat = 15.91 pmol/l. The patient has a history of their thyroid being removed and is taking levothyroxine. No impact to patient management was reported.